Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported the central control monitor of the heart lung console would not boot up. A "press f1-f4 to select drive or select partition" error message was observed. The user was able to resolve the issue and the device was used for the procedure. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.